Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited noise and low impedance. The lead was explanted and replaced. The patient's condition was stable post procedure.

Manufacturer narrative:
Correction: this supplemental report is to correct follow-up report. Should have been yes.